Event description:
I sent this to vicks product relations and it's the best way I can describe it: I would like to report an incident with one of your products. Last week on thursday, I was using the electric personal steam inhaler, as I moved to re-position my face, the device tipped over off the table and onto my stomach. I have a concern with the safety of this product, I see two areas where improvement is needed, first is the weight of the product and how easily it tips over, and second the device doesn't have a way to secure the boiling water. When the device tipped over, it spilled all of the boiling water onto my stomach causing a 2nd degree burn approx 6-7 inches in length and 2-3 inches in width. I believe the design of this product requires revision and should be recalled. The product itself works great and achieves its purpose; however, the risk of injury is far greater than its advantages. One of my first thoughts was; what if I had my (B)(6) son using this? This product is not safe and it definitely is not safe for children. Please do not let this happen to anyone else, I am (B)(6) and would hate for anyone else especially a child to go through the pain I am in. Dates of use: as directed; (B)(6) 2010. Diagnosis or reason for use: congestion from a cold.